Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reverted to storage mode and was limited to single zone ddd pacing. Boston scientific technical services (ts) discussed replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, memory review confirmed that the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The root cause of the device reverting to safety mode could not be ascertained.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the patient left the hospital against medical advise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.